Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited a high capture threshold and the patient experienced phrenic nerve stimulation. The left ventricular lead was explanted and replaced. The patient was in stable condition.